Event description:
It was reported that the customer was hospitalized with "near diabetic ketoacidosis." Blood glucose (bg) levels were not provided. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.

Manufacturer narrative:
Per the tandem user guide - control-iq technology is not indicated for use in pregnant women, people on dialysis, or critically ill patients. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.